Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0alw1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that there was a lead issue during the revision procedure. In the operating room, they were having issues placing the lead in the header block due to something being within the header block. They were able to remove the item which was a piece of dried blood. Once it was removed, they were able to run impedances and everything looked good. Additional information from the rep noted that the reason for revision was abnormal electrode impedance and no symptoms relief. The rep was not sure when the issue started occurring. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.